Event description:
It was reported that during use of the bd connecta¿ stopcock the connection was loose at the central port when the use tries to tighten it bd connecta¿ stopcock broke. The following information was provided by the initial reporter: user finds connection loose on central port. Tries to tighten it, but it is broken.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8339863. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the presence of silicone was detected in between the junction of port a. This likely led to the disconnection of the device; the most likely root cause for the misplaced silicone occurs during the manufacturing process. Our engineers have been able to narrow their investigation to two potential sources. A review of the maintenance logs was unable to provide additional evidence an abnormality in either station that would have allowed our team to finalize their root cause analysis. Unfortunately based on our observations, the root cause for this complaint could not be finalized at the conclusion of our review.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock the connection was loose at the central port when the use tries to tighten it bd connecta¿ stopcock broke. The following information was provided by the initial reporter: user finds connection loose on central port. Tries to tighten it, but it is broken.